Manufacturer narrative:
Corrected information has been provided in d4. Pdi/major bleed: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Added: d3. Corrected: d4 (primary UDI number). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right axillary/subclavian artery in a 86-year-old female patient presenting in scai stage d shock, on an intra-aortic balloon pump (iabp), on multiple inotropes and vasopressors, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). During the procedure, there was bleeding from the anastomosis of the graft and axillary artery. Blood products were given and anticoagulants were stopped. The following day, the device was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-4 at 2.5l/min as intended. Bleeding is a known risk due to the impella's anticoagulation and purge requirements.